Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, patient had complications like cramps across lower abdomen, knot in vaginal area causing dyspareunia, urinary frequency, narrowed vagina, vaginal discharge, underwent a in-office granulation tissue cauterization on (B)(6) 2007, recurrence of prolapse, grade ii cystocele, rectocele, mesh erosion at the vaginal apex - planned for cystocele repair with graft and will remove the mesh and perform cystoscopy on (B)(6) 2008.mesh revision surgery with additional implant using surgisis: underwent examination under anesthesia and excision of vaginal mesh both anteriorly and posteriorly, anterior repair with surgisis graft, bilateral uterosacral ligament suspension, removal of left uterosacral ligament suspension stitch and cystoscopy. Findings - vaginal mesh exposure at the apex of approximately 1 x 1 cm tight bands were palpable anteriorly, both apically and distally and posteriorly at the apex with significant scarring of the posterior compartment across the apex.yes. After mesh revision surgery, from (B)(6) 2008-(B)(6) 2010 patient presented with complications such as persistent vaginal discharge,vaginal atrophy with a significant vaginitis, bacterial vaginosis, vaginal dryness associated with dyspareunia, urinary tract infection and underwent multiple in-office procedures. In-office procedures: 1. (B)(6) 2009 - in-office granulation tissue cauterization on the right apex of vagina. 2. (B)(6) 2009 - in-office suture removal of an ethibond suture found at the right apex of the vagina. Patient continued to have complications like anal fistula, vaginal fistula for which she was scheduled for additional mesh revision surgery. Additional mesh revision surgery: underwent pelvic exploration, anal fistula repair, removed rejecting mesh for anal fistula, vaginal fistula, rejecting mesh (foreign body reject through the anus). Mesh used in the vagina was found in the anus.

Manufacturer narrative:
Exemption number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced cramps across lower abdomen, knot in vaginal area causing dyspareunia, urinary frequency, narrowed vagina, vaginal discharge, underwent an in-office granulation tissue cauterization, recurrence of prolapse, grade ii cystocele, rectocele, mesh erosion at the vaginal apex.